Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that approximately few days post dialysis catheter placement, the catheter was allegedly leaked from the catheter hub. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l 27cm catheter was returned for evaluation. Functional and gross visual evaluations were performed. Although the sample was returned for evaluation, one video was provided for review. The investigation is confirmed for the reported catheter leakage issue, as a liquid was observed leaking from the red extension leg connection in the bifurcation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately few days post dialysis catheter placement, the catheter was allegedly leaked from the catheter hub. The procedure was completed using another device. There was no reported patient injury.